Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, there was difficulty implanting the screws due to the extender not holding the screw properly. It was noted that the surgery time was extended. No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that macroscopic and optical examination of the tip of the reduction sleeves did not identify any breakage or cracking. Visual and optical inspection noted multiple witness marks in the mas retention area. Surgical technique for this part is for the surgeon to remove the extender from the body and screw by rocking the extender in a medi al/lateral direction and pulling upward. This can create stresses on the part that can bend the tips if performed aggressively. Witness marks on the upper walls and the bent tip condition of the inner sleeve of the evaluated product suggest that aggressive release techniques may have been utilized. The above observations are consistent with bend stress overload, resulting in the foregoing event.